Event description:
Dome detached, during traction removal. Indwelling period was 170 days. The detached portion was removed with fiberoptic scope. Medication: brotizolam, mecobalamin, etizolam. Vinegar was used for flushing. The depth of the stoma was about 2 cm. Lubricant was applied. The device was pushed and pulled to confirm its movement before removal.